Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had remains of wire found in the working channel /channel is blocked. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. In addition, foreign material was found in the distal end. Based on the results of the investigation, the most probable cause of the customer complaint and the additional information could not establish, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse events. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.